Manufacturer narrative:
All operating currents were within specification. There was no unexpected low battery or off no power alarms noted. The pump alarmed compromised force sensor system alarm during basic occlusion test and unable to prime during prime test due to loose and/or protruded drive support disk. The pump was unable to complete functional test due to compromised force sensor system alarm. The pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.